Event description:
It was reported that the nicu nurses report a large number of syringe module occlusion alarms (¿far too many, an excessive amount¿). Nurses reporting seeing more alarms with PICC lines, lines with multiple y-ed in infusions, and infusions with filters. The configurations in the corporate data set for occlusion pressure limit - no disc is ¿low¿ and for occlusion pressure limit with disc is ¿300 mmhg.¿ nursing and pharmacy leadership is aware of the nurses¿ frustrations. There was no patient involvement.

Manufacturer narrative:
Additional information : imdrf annex a, g codes and manufacturer narrative. The root cause for the reported issue of syringe module occlusion alarms was not determined. The reported issue that there was a syringe module occlusion alarms could not be confirmed. No further investigation of this event is possible at this time, and no patient harm was reported.

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Although requested, product has not been received.

Event description:
It was reported that the nicu nurses report a large number of syringe module occlusion alarms (¿far too many, an excessive amount¿). Nurses reporting seeing more alarms with PICC lines, lines with multiple y-ed in infusions, and infusions with filters. The configurations in the corporate data set for occlusion pressure limit - no disc is ¿low¿ and for occlusion pressure limit with disc is ¿300 mmhg.¿ nursing and pharmacy leadership is aware of the nurses¿ frustrations. There was no patient involvement.